Event description:
Patient was having a midline sheath placed. Ultrasound was used to locate the basilic vein in the rt arm. Staff had difficulty placing the sheath so moved to brachial vein in rt arm. Across was achieved with a needle, noting good blood return. A guidewire was inserted (from a merit medical access kit) thru the needle and the needle was exchanged for a sheath over the guidewire. Sheath met resistance so staff elected to remove the sheath and guidewire. Upon removal staff noted that a portion of the guidewire was not present and had remained in the patients arm (approximately 7 cm). An x-ray was obtained to confirm and the patient was taken to surgery for successful removal of the guidewire piece.